Manufacturer narrative:
The international affiliate has been advised to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted MFR technical service center for assistance during dwell 4/5 of her automated peritoneal dialysis therapy. Per initial report, the home patient noted both of the solution bags that she was using being partially full of solution and "blown up like balloons" with air. In response the home patient "spiked a new bag to the heater line". Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.